Event description:
Customer complaint - limited data available. Customer stated that the device burned them on their upper left arm. The customer noted that they did not seek medical attention but discontinued using the device due to the burn.

Event description:
Customer complaint - limited data available . "Consumer stated that his heating pad burned him on his upper left arm in his tricep area. Consumer noted that he did not seek medical attention, but did discontinue using the pad due to the burn. Consumer was advised heating is not apart of the recall. "